Manufacturer narrative:
(B)(6).

Event description:
Procedure type: gastric bypass. According to the reporter: the surgeon used a 60mm blue reload to on the gastric pouch. The staples remained straight legged after firing and did not form a b shape, resulting in a poor staple line. The surgeon subsequently resected the original staple line using a new reload. No reinforcement material was used during the surgery. There was no leakage of stomach content into the patient. The product had not been re-sterilized prior to this incident. There was no extension of surgery time by more than 30 minutes, no blood loss over 250 cc's and no extension of the incision over one inch. There was unanticipated damage to the tissue. The patient is recovering.